Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(4) which confirmed similar complaints with the same or related failure mode for this customer. The probable root cause of the reported issue was due to electrical failure of the pressure sensor - failed occlusion. Upon visual inspection the service technician noted that they replaced bad lower pressure sensor due to failed preventive maintenance. A review of the device history record showed the device had a manufacture date of 19nov2013. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
The customer reported the device failed preventive maintenance. Fails occlusion test. There was no patient involvement.